Event description:
This unsolicited case from united states was received on 01-aug-2016 from a patient. This case involves a (B)(6) female patient who started treatment with synvisc and after an unknown latency had fever, pain was bad, it knocked her off her feet/she couldn't walk and had an x-ray showed floating matter in one knee. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. The patient had the shots in 2011 for osteoarthritis and had no problems. On (B)(6) 2016, friday (a week ago), the patient started treatment with intra-articular synvisc injection at 1 dosage form (frequency, batch/lot number and expiration date: not provided) bilaterally in both knees for osteoarthritis. The injections were administered in the doctor's office. On an unknown date in (B)(6) 2016, after an unknown latency, it knocked her off her feet and she couldn't walk. The patient stated that the pain was bad but she thought it was because the knee was in worse shape and figured she had to bear it. On (B)(6) 2016, the patient had the second shot on and she could not take the pain. The patient stated that the pain was not localized in the knee, and it was in the thigh and down the calf. The patient was currently being hospitalized and was admitted yesterday because of the pain and a fever. The patient was waiting for a specialist to come in because she had an x-ray and a floating matter in one knee was seen. The patient did not know if it came through the medication because the synvisc was instilled bilaterally in both knees. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: not recovered/ not resolved for fever and pain was bad; unknown for other events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation for pain was bad and fever pharmacovigilance comment: (B)(4) comment dated 4-aug-2016: this case concerns a patient who was hospitalized due to fever and pain in knees after receiving synvisc injections. Based upon the positive temporal relationship the event has been assessed as possibly related to the product, however, the lack of information regarding the patient's medical history, concurrent conditions, injection technique and the conditions under which synvisc was injected precludes the complete case assessment.

Event description:
This unsolicited case from united states was received on 01-aug-2016 from a patient. This case involves a (B)(6) female patient who started treatment with synvisc and after an unknown latency had fever, pain was bad, it knocked her off her feet/she couldn't walk and had an x-ray showed floating matter in one knee. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. The patient had the shots in 2011 for osteoarthritis and had no problems. On (B)(6) 2016, friday (a week ago), the patient started treatment with intra-articular synvisc injection at 1 dosage form (frequency, batch/lot number and expiration date: not provided) bilaterally in both knees for osteoarthritis. The injections were administered in the doctor's office. On an unknown date in (B)(6) 2016, after an unknown latency, it knocked her off her feet and she couldn't walk. The patient stated that the pain was bad but she thought it was because the knee was in worse shape and figured she had to bear it. On (B)(6) 2016, the patient had the second shot on and she could not take the pain. The patient stated that the pain was not localized in the knee, and it was in the thigh and down the calf. The patient was currently being hospitalized and was admitted yesterday because of the pain and a fever. The patient was waiting for a specialist to come in because she had an x-ray and a floating matter in one knee was seen. The patient did not know if it came through the medication because the synvisc was instilled bilaterally in both knees. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: not recovered/ not resolved for fever and pain was bad; unknown for other events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation for pain was bad and fever additional information was received on 10-aug-2016. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 10-aug-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 4-aug-2016: this case concerns a patient who was hospitalized due to fever and pain in knees after receiving synvisc injections. Based upon the positive temporal relationship the event has been assessed as possibly related to the product, however, the lack of information regarding the patient's medical history, concurrent conditions, injection technique and the conditions under which synvisc was injected precludes the complete case assessment.